Manufacturer narrative:
The sharp tip of the device could have potentially pierced the packaging. There were no reported injuries.

Event description:
Facility reported that they received celero introducers with the protective sheath off of the devices in their unopened packages.